Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The maximum r-wave amplitudes are regularly undefined during and throughout the record and all those recorded are less than 2.5 millivolts.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure, it was noted that the right ventricular (rv) lead had low r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011. (B)(4).